Manufacturer narrative:
Certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned products identified fracture at the threads. Functional testing could not be performed since the devices were fractured. Pre-existing conditions were unknown due to limited information provided by customer. However, device was placed on tooth site #14 for approximately 3 years 6 months. X-ray or picture images were not provided. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or product (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is customer error in not following the recommended protocol for product placement and final seating and exceeding torque applied during placement/seating. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g6: checked "follow-up."

Event description:
Additional information was received per investigation. Unknown biomet screw was identified to be iunihg.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier: not provided. Patient weight: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that an unknown biomet screw fractured at tooth location 14. Screw was removed and a new screw was placed. No injury has been reported at the time of this report.